Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: the lot was manufactured between january 16-17, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water were performed, and it was noted that there was no flow through the check valve. The check valve component was inspected, and it was noted that there was a blockage. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was unable to prime. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.